Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Peritoneal dialysis patient reported a blocked patient line. Follow up with the peritoneal dialysis patient indicated that the patient was diagnosed and treated for peritonitis. The patient attributed fibrin as the cause of the patient's peritonitis. The patient was treated with one dose of vancomycin. The patient reported an unknown alarm. The patient did not encounter any fluid leaks. Additional information was solicited.

Manufacturer narrative:
Date of event as (B)(6) 2017 and defaulted to the first of the month as the exact date was not provided. The actual device was not returned to the manufacturer for physical evaluation and the complaint is confirmed, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The one case of 10 samples from one potential lot was retrieved for evaluation. A visual inspection was performed to all samples with acceptable results. Functional test to four samples was performed with acceptable results. No alarms, leaks or other issues were detected; the test was completed successfully. No malfunction was confirmed during evaluation of the samples received. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported he was being treated for peritonitis. The pd patient stated he thought it was caused by fibrin and denied experiencing any leak. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed the patient's event of peritonitis as having occurred in march 2017. The exact date was not provided. Per pd rn the patient did not properly manage his constipation which the rn believes led to a bacterial peritonitis due to touch contamination. She indicated the patient's peritonitis was unrelated to the use of delflex or any pd products. Per the rn, the patient continued with pd therapy unchanged and his peritonitis had resolved. Medical records were requested.

Manufacturer narrative:
Date of event: (B)(6) 2017. The actual device was not returned to the manufacturer for physical evaluation and the complaint is confirmed, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The one case of 10 samples from one potential lot was retrieved for evaluation. A visual inspection was performed to all samples with acceptable results. Functional test to four samples was performed with acceptable results. No alarms, leaks or other issues were detected; the test was completed successfully. No malfunction was confirmed during evaluation of the samples received. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Conclusion: although a temporal association exists between fresenius products and this peritonitis (with presumptive corynebacterium species) event; there is no documentation that indicates a causal relationship between fresenius products and the source of peritonitis. However, the cause of peritonitis (with presumptive corynebacterium species- a bacteria found on human skin) is possibly related to the patient break in aseptic technique (touch contamination) during ccpd treatment, as reported by the pd nurse. Additionally, there is a possible temporal relationship between the patient experiencing constipation (the potential for an increase in transmural transmission of bacteria) and the episode of peritonitis.

Event description:
Information in the complaint file and medical records were reviewed by a post market surveillance clinician. On (B)(6) 2017 this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy reported recently being diagnosed with peritonitis. The patient reported experiencing drain complications during ccpd treatment and noted fibrin in his pd effluent. The patient stated he was treated with one dose of the antibiotic vancomycin (unknown date, strength, route and frequency) and did not require subsequent hospitalization. Additionally, the patient stated he did not experience any fluid leaks during his ccpd treatments. However, the patient reported receiving an unknown alarm (unknown date) during his ccpd treatment causing him to temporarily disconnect/reconnect to the cycler machine. On (B)(6) 2017, during a follow up call to the peritoneal dialysis (pd) nurse, it was confirmed the patient had peritonitis in (B)(6) 2017 and the peritonitis had resolved. The pd nurse stated the patient did not manage his constipation correctly and concluded the source of peritonitis was related to a breach in aseptic technique (touch contamination) by the patient during ccpd treatment. The pd nurse further stated the patient continued with pd therapy at home unchanged without further reported issues.